Event description:
The MFR's rep reported that the pt was admitted to the hosp with difficulty speaking and loss of consciousness. The pt has recently moved into the area and has not established care. The pt is being admitted and monitored for "other reasons" but the hcp is questioning the possibility of drug/therapy side effects. Is was reported that the pump contains baclofen 2000 mcg/ml. In 2006, the pt was reported to be alert and 'doing better'. The pump was interrogated and is working well. A follow-up report will be sent if add'l info becomes available to us.